Manufacturer narrative:
The device in question will not be returned to boston scientific as it remains implanted in the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Directions for use (dfu) for the product family in question state in the cautions/precautions section "exercise caution when crossing the deployed stent with guidewire or other devices". The dfu also states "if excessive resistance encountered during the use of the wingspan stent system or with the gateway pta balloon catheter at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel, or a system component".

Event description:
It was reported during a posterior inferior cerebellar artery (pica) aneurysm coiling - remodeling in 2007, the stent was successfully deployed, but the physician was unable to remove the catheter - introducer sheath. As it was reportedly was stuck on the stent. A tear was noted in the left posterior inferior cerebellar artery (pica) with subsequent subarachnoid hemorrhage (sah). The patient was stabilized and taken for computerized tomography (CT) scan, then transported to the intensive care unit (ICU) for close monitoring. The introducer and femoral sheaths were left overnight in the patient's artery for access if necessary. The patient was extubated and awoke from anesthesia neurologically intact with a mild swallowing deficit. The physician stated the artery he was accessing was at such an acute angle it was difficult to access. He is unsure how the inner catheter became "wedged" in the delivery catheter post-deployment